Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #2). Additional emdrs were submitted to represent the bard flat mesh (device #1) and the bard/davol ventralight st mesh (device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2015 and two unspecified bard/davol ventralight st meshes on (B)(6) 2016 and (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against all the devices. It is alleged that the patient underwent surgery for the partial removal of the bard mesh (bard flat mesh) on or about (B)(6) 2017 which was implanted on (B)(6) 2015. It is also alleged that the patient underwent surgery on or about (B)(6) 2019 for the removal of the remaining hernia mesh product implanted on (B)(6) 2015 and removal of the hernia mesh products implanted on 1(B)(6) 2016 and (B)(6) 2017. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.